Event description:
The sedated patient moved her leg and the left stirrup popped off the table. The patient's left leg was dangling. The facility notified the manufacturer to have the stirrups evaluated.